Manufacturer narrative:
The customer reported a syringe tip broke off inside of a syringe tubing, and returned one non-bd syringe, and a tubing set of bd material me2020 (no lot #). The failure of syringe tip breaking off was confirmed. The syringe tip was removed, and the female luer of the bd set was measured. No issue or defect was found was the bd tubing set. Since the issue was not found with a bd device, the investigation was complete. The root cause is not known for the issue. A device history record review could not be performed on material me2020 because the lot number is unknown.

Event description:
It was reported that bd maxguard extension set was damaged the following information was received by the initial reporter with the following verbatim: during safety checks writer noticed that the dilaudid pca line was wet. Upon further investigation it was noted that the dilaudid syringe tip broke off in the syringe tubing causing the tubing to crack. Dilaudid was leaking from tubing. Unsure if patient was receiving all of this medication.